Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen display no longer illuminates. There was no reported impact to customer's blood glucose level. Contact stated they did not know the customer's blood glucose level. Reportedly, customer has back up manual injections for continued insulin therapy.